Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not rewinding and received no delivery alerts. The customer¿s blood glucose level was 380 m/dl. Customer stated that they were unable to compete the prime of insulin pump. Customer also experienced high blood glucose and it was treated with pen or needle. Customer reported that the insulin pump was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.